Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, minor scratches on the display window, and a cracked reservoir tube lip. The functional testing could not be performed due to the cracked display glass.

Event description:
Customer reported that the insulin pump was damaged. Customer stated that he was playing racket ball, he fell and cracked the screen. During trouble shooting customer felt a little low, he had juice and blood glucose value after was 153 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.